Event description:
It was reported that the 8mm force bipolar instrument was not working when plugged in. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the force amplification pulley and the grip tang routing groove. The wire insulation was damaged, the internal conductor wires were exposed, and the instrument passed the electrical continuity test. The protruding wire interferes with normal grip articulation, resulting in non-smooth gripping motion. Fa found additional observations that are related to the customer reported complaint: the instrument was found to have damaged conductor wire insulation at the idler pulleys near grip tang and the proximal idler pulleys. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have one bent grip tang at the force amplification pulley. The grip tang was bent, resulting in an abnormal gap at the grip interface. Components adjacent to this bent grip tang show damage. The bent grip tang is consistent with repeated pinching of the conductor wire insulation during grip actuation, leading to wire displacement from the routing groove and localized flattening. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of the bent grip tang is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.